Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient, the ht70 plus ventilator had o2 sensor failure. The patient was removed from the ventilator and placed on an alternate ventilator with no harm.